Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2 matrix did not open after an attempt was made to recover storage space. A field service engineer found that the matrix drawer was not detected and the pyxibus cable was found not to be fully seated on the matrix drawer control printed circuit board assembly. The cable was reseated, and both side clips were clamped to secure the connection. After restarting, no errors were present, and the hardware test application passed to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station cath lab 1 matrix drawer 2 failed when user tried to recover the storage space and not detected on bus. System displayed an error message as "requires maintenance and to contact technical support". The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.